Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel occlusion occurred. In (B)(6) 2018. The patient presented with objective evidence of ischemia and was referred for cardiac catheterization. The patient was enrolled in the evolve 48 study and on the same day the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery extending to mid lad with 80% stenosis and was 40 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with predilation and placement of a 3.0 x 48 mm synergy ii drug-eluding stent. Post-implant and post-dilation, a small diagonal (<1mm) vessel in the mid lad was noted to be occluded. No further action was taken, and the event was considered as recovered/resolved and the patient was discharged on dual antiplatelet therapy.